Event description:
It was reported the programmer is not booting up consistently. It was also reported there is EKG (electrocardiogram) noise from the connection. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis found that the cable was damaged and the label was missing its backing. (B)(4).